Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end. There was glue between the distal end and the server plug-in was worn. In addition, there were signs of corrosion in the area. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water cylinder and suction cylinder had no color; switch 4 had a scratch; light guide lens had a crack; distal end was shaved; and universal cord had discoloration. Due to annual inspection, parts must be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the residual liquid in the distal end and glue was due to reprocessing not conducted properly due to shaved distal end. Olympus will continue to monitor field performance for this device.